Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that suture and needle became detached on two different sutures. Did the issue occur on 2 sutures of the same product code and lot lbm455? Yes. Did the needle pull off during use on the patient? Yes. If not, did the needle pull off during dispensing? Or other? Surgeon wants entire lot to be sent in & replaced, which will be quantity 8. Did needle fall in the patient¿s body? No. If yes, was the needle retrieved successfully? N/a. Were x-rays taken? N/a. Was there any additional tissue damage or dissection needed to search & retrieve the needle? No. Was there any adverse patient consequence? If yes, explain. No. What medical/surgical intervention was performed to manage the adverse consequences? Another suture was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture and needle became detached. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Representative samples were received for analysis. During the visual inspection of the samples, no defects were found on the package. The samples were opened and the swage and attachment area of the samples were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. The samples were tested by needle pull and the samples met the finished goods requirements.